Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 5076-58 lead implanted: (B)(6) 2008; 6932-65 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high voltage superior vena cava (svc) coil on the right ventricular (rv) lead is compromised. A follow up with the patient¿s healthcare provider yielded that the rv lead alerted for high impedance on the svc coil. Fluoroscopy revealed that the lead had pulled back and changed position. The lead was suspect of dislodgement. The lead is scheduled for laser lead extraction. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was removed and a new lead was implanted.